Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed after the reservoir volume was empty. They stated that there was 248 ml¿s remaining in the bag. The rate of the infusions was 24 mls per hour with a total volume of 500 ml¿s. There was patient involvement, and no patient harm/adverse event reported.